Manufacturer narrative:
H.6. Investigation: bd had not received samples. 2 photos were provided showing the sample pack out for the sst tubes and the pst tubes. Additionally, visual inspection of retention samples was performed with no defects being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "customer called to report that they are seeing some differences between the serum and plasma vitamin b12 results. They started trouble shooting (B)(6) 2020, there is no specific lot number associated with the issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "customer called to report that they are seeing some differences between the (B)(4)results. They started trouble shooting (B)(6) 2020, there is no specific lot number associated with the issue."